Manufacturer narrative:
The investigation could not determine a specific root cause. The field service representative visited the site several times and replaced multiple parts including the degasser. After which, the issue was resolved and the system working according the specifications.

Event description:
The customer experienced an issue with analyzer alarms since (B)(6) 2012 and received questionable ion selective electrode (ise) results for two patient samples on (B)(6) 2013. The samples were repeated on modular core analyzer serial number (B)(4). Patient sample 1 initial sodium result was 172.67 mmol/l with a data flag and the repeat result was 140.07 mmol/l. The initial potassium result was 4.54 mmol/l and the repeat result was 3.54 mmol/l with a data flag. Patient sample 2 initial sodium result was 177.31 mmol/l with a data flag and the repeat result was 145.89 mmol/l. The initial potassium result was 4.98 mmol/l and the repeat result was 3.99 mmol/l with a data flag. The erroneous results were reported outside the lab and had to be corrected. The patients were not adversely affected. The sodium and potassium electrode lot number and expiration dates were not provided. The field service representative determined the ise assembly was bad. He found the diluent was contaminated and replaced it with a new bottle. He replaced several piping tubing's and valves and was able to get both the ises to calibrate within the customers acceptable limits and with no errors occurring. He replaced the sampling ise assembly and the sample probe which enabled a proper precision check to be completed. To verify the analyzer operation, he ran several ise checks with all numbers showing no more than a 0.1 deviation. He ran a precision check on the ise with all numbers within the acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.